Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 240 mg/dl. The customer¿s current blood glucose value was 125 mg/dl. The customer also reported other blood glucose values such as 364 mg/dl, 350 mg/dl. The customer was not on auto mode from last two months. The customer did not experienced symptoms of high blood glucose value. The customer treated high blood glucose by injection and syringe. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that the insulin pump passed displacement test. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.